Event description:
Acuity station was not communicating with the network. A customer biomed subsequently called in to report that their ethernet switch had failed. The ethernet switch is self-contained, purchased component of the product not mfg by welch allyn.

Manufacturer narrative:
The device has been returned for eval. We have not yet completed the investigation.